Manufacturer narrative:
During use, the saber balloon catheter (bc) burst at six atmospheres (6atm). There was no patient injury. Another saber bc was used to complete the procedure. The target lesion was the superficial femoral artery (sfa) with ninety percent (90%) stenotic lesion. After passing the lesion with a competitor's floppy wire, a saber bc was inserted into the lesion and inflated. During deflation with the saber, blood was noted in the competitor's indeflator device. As a result, it was suspected that the balloon ruptured. Therefore, the balloon was removed from the body and it was confirmed that the balloon was ruptured. The lesion was then dilated by another saber bc of the same size and the procedure was completed. No significant calcification was found in the affected area. The product was not returned for analysis. A product history record (phr) review of lot 17670636 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of ninety percent stenosis may have contributed to the reported event. Stenotic lesions are often difficult to cross and damage to balloon material likely occurred when attempting to cross. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use, the saber balloon catheter (bc) burst at six atmospheres (6 atms). There was no patient injury. Another saber bc was used to completed the procedure. The target lesion is the superficial femoral artery (sfa) with ninety percent 90% stenotic lesion. After passing the lesion with a competitor's floppy wire, a saber bc was inserted into the lesion and inflated 6 atm. During deflation with the saber, blood was noted in the competitor's indeflator device. As a result, it was suspected that the balloon rupture. Therefore the balloon was removed from the body and it was confirmed that the balloon was ruptured. The lesion was then dilated by another saber bc of the same size and the procedure was complete. No significant calcification was found in the affected area. There is no recovery of the actual product due to the suspected infection and disposal.